Event description:
A patient was admitted to (B)(6) medical and (B)(6) hospital. A gamma 3 long nail in the patient's body was found to be broken. On (B)(6) 2022 the patient was revised to remove the broken nail. The implant was inserted at (B)(6) hospital in (B)(6) 2021- the date of the initial surgery is unspecified, but is estimated to be on (B)(6) 2021.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. Should additional information become available, it will be provided in a supplemental report.

Event description:
A patient was admitted to (B)(6) hospital. A gamma 3 long nail in the patient's body was found to be broken. On (B)(6) 2022 the patient was revised to remove the broken nail. The implant was inserted at (B)(6) hospital in (B)(6) 2021- the date of the initial surgery is unspecified, but is estimated to be on (B)(6) 2021.

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned and no other evidence was provided for evaluation. A device inspection was not possible since the affected device was not returned. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. A review of the labeling did not indicate any abnormalities. More information such as patient¿s medical records and the device itself must be available in order to determine the exact root cause of the issue. If the device is returned or if any additional information is provided, the investigation will be reassessed.